Event description:
This 51 year old patient had silicone breast implants placed in feb. 1991. She immediately developed pain in the upper chest and by july, 1991 she could not turn her head and had pain in her left shoulder. She began to have night sweats, chronting fatigue and short term memory loss, dysphagia and shortness of breath. The patient had a bilateral periprosthetic capsulectomy with removal of both implants. The foam on both implants had come off the implatns, otherwise, the implants were intact according to the pathology report.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was destroyed/disposed of.